Event description:
It was reported that pump experienced malfunction with displayed malfunction code and fault ID, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, confirmed malfunction did not recur after reset, and was instructed to continue using pump and to call back if malfunction code appeared again, which customer understood.